Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: borm, w., kast, e., richter, h.p., and mohr, k. (2003). Anterior screw fixation in type ii odontoid fractures. Neurosurgery, vol 52, number 5, pp. 1089-1094. This report is for an unknown dens access screws with unknown part and lot numbers. UDI unknown, unknown part and lot numbers. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: borm, w., kast, e., richter, h.p., and mohr, k. (2003). Anterior screw fixation in type ii odontoid fractures. Neurosurgery, vol 52, number 5, pp. 1089-1094. This was retrospective review of a study involving synthes screws performed between 1993-2000. The study population included 27 patients, 11 females and 16 males, with a mean age of 66.8 years. Patient injuries include falls or traffic accident. Patients were grouped according to their age ranges. The surgeons performed anterior odontoid screw fixation using 2 screws with dens access screws or non-synthes screws. Patient wore a semirigid collar for 6 weeks postoperatively. The mean followup period was 16.6 months. The authors did not specify which device was associated to the complications. Therefore, the following complications will be assessed: pseudoarthrosis (n=7): (4) had an additional dorsal fixation with transarticular c1-c2 screws and bone grafting - resulting in stable fusion; (3) did not have any additional intervention - no additional dorsal stabilization and determined to be stable fibrous union. Respiratory failure (n=2)with percutaneous dilational tracheostomy and prolonged mechanical ventilation, both patients were weaned and decannulated without any further respiratory problems 6 and 10 days postoperatively. This is report #1 of #1 for (B)(4). This report is for an unknown dens access screws with an unknown part number, lot number and quantity.